Event description:
It was reported that during the atrial lead implant procedure, the stylet stuck inside the lead. The atrial lead and style were removed, and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent implant damage. The analyst noted the test sample stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent implant damage. The analyst noted the test sample stylet passed through the entire length of the lead with no anomalies. Stylet received with the lead was received in the lead at time of analysis. It was removed without resistance or anomaly. It was also fully inserted in the lead without resistance or anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.